Event description:
During a two person assist. Hoyer transfer from bed to wheelchair, the resident quickly leaned forward and fell out of the sling onto the hoyer leg. The outcome for the resident is poor as demonstrated by: severe head laceration, nasal fracture and aspiration pneumonia. (Aspirated blood) death is expected but has not occurred yet. Two staff were present during the transfer. One staff was operating the controls and moving the lift towards the chair and the second staff was standing to the right of the resident stabilizing and lifting the lower extremities. Procedure requires the staff that is stabilizing the lower extremities to move pround behind the resident and help guide the resident into the chair. That requires the legs to be lowered as the staff removes her/his hands. Analysis of the event reveals that when the legs of the resident were lowered, the center of gravity was offset for this resident with documented poor trunk control. This hoyer transfer device has rocking arms that the sling attaches to (at 4 points) that enables the sling to tilt forward along with the resident and subsequently fell out of the sling onto the floor.